Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system shutdown. The iabp was switched out and treatment continued. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d1, d4 (UDI), d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the coil cable, executive processor board, and the video generator board. An inspection was conducted and there were no issues. The iabp was returned to the customer. The fat performed a visual inspection and found the parts to be in good condition. The fat installed parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Failure analysis received from the supplier for parts-they stated that the part passed with no issues. Root cause is not confirmed. Retaining the part in the failure analysis and testing department per procedure. Still awaiting one more part from the supplier. Failure analysis received from the supplier for remaining parts- they stated the part failed visual inspection and was not able to be tested further. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause for the coil cable is excessive stress or fatigue. The most probable root cause for the executive processor board is component reliability or external force to connector pins. Fault code 111 was caused as a result of a damaged video generator pcba. There was physical damage observed on the video generator board. It is impossible to determine and how and when the board was physically damaged.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9. Corrected data: h6 (investigation conclusions).

Event description:
Na.